Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer powered up intermittently to an error. It was also found on analysis that the stylus was damaged. The bezel was missing paint but did not affect the functionality. The rear display cover was damaged. The a/c power cable was missing. The system fan was noisy. The device will be scrapped due to lack of parts. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.